Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The device was discarded by the user facility, therefore, not available for evaluation. However, venacavagrams were reviewed. Implant films show the filter placed in the vena cava and appears to be in a straight position. The retrieval films show the filter tilted approximately 25 degrees. Based on the film review, the tilt was confirmed. The root cause is unknown.

Event description:
It was reported that prior to a filter removal procedure, the filter appeared tilted 25-30 degrees and one of the limbs made its way into a left lumbar vein or other side branch. The physician thinks that the change in position was as a result of tilt. The filter was retrieved without problems. There was no report of injury to the patient. The filter had been implanted for approximately four months.